Manufacturer narrative:
Correction: g3 in the initial MDR was incorrect. The correct date is (B)(6) 2021. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on peritoneal dialysis (pd) reported they had hernia surgery on (B)(6) 2021. In additional follow-up, the patient¿s pd nurse reported the patent underwent outpatient repair of an umbilical hernia. Per the nurse, the patient started pd in (B)(6) 2020 and it is possible the umbilical hernia was preexisting (not able to confirm). The nurse indicated the patient lifts heavy objects for work and the hernia may have developed from his occupation. However, the patient did have symptom of swelling in the hernia after beginning pd treatments. The nurse reported the swelling of the hernia began after pd start and is likely due to the physiological effects of the dialysate during treatment. It was reported the patient did not have any overfill events, or any malfunctions with the fresenius cycler in relation to the event. The patient is recovering from the repair. The patient continues pd treatment with the fresenius cycler using a lower fill volume of 1000 ml (changed from 2000 ml). The patient reportedly continues pd treatments without any adverse effects.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s umbilical hernia swelling and outpatient repair. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. The patient¿s pd nurse indicated that the umbilical hernia may have developed due to lifting heavy objects (as part of the patient¿s occupation) and could have been pre-existing prior to start of pd therapy. Hernia is a well-documented potential complication in pd patient¿s due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. Therefore, the temporal use of the fresenius cycler to facilitate pd therapy cannot be excluded as a contributing factor in the hernia event.

Event description:
A patient on peritoneal dialysis (pd) reported they had hernia surgery on 20/may/2021. In additional follow-up, the patient¿s pd nurse reported the patent underwent outpatient repair of an umbilical hernia. Per the nurse, the patient started pd in july/2020 and it is possible the umbilical hernia was preexisting (not able to confirm). The nurse indicated the patient lifts heavy objects for work and the hernia may have developed from his occupation. However, the patient did have symptom of swelling in the hernia after beginning pd treatments. The nurse reported the swelling of the hernia began after pd start and is likely due to the physiological effects of the dialysate during treatment. It was reported the patient did not have any overfill events, or any malfunctions with the fresenius cycler in relation to the event. The patient is recovering from the repair. The patient continues pd treatment with the fresenius cycler using a lower fill volume of 1000 ml (changed from 2000 ml). The patient reportedly continues pd treatments without any adverse effects.